Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Potential factors for difficulty deploying the stent and resistance with the thumbwheel include, but are not limited to, manufacturing, anatomical conditions, or deployment technique and/or damage to the device deployment mechanisms (handle components/shaft lumens). The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal shaft was bent in the moderately tortuous and mildly tortuous anatomy resulting in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. During removal, interaction with the introducer sheath resulted in the reported stretched stent and the reported difficult to remove. As reported, the stent was removed by clamping the femoral artery, re-opening the vascular patch and using forceps to remove the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the ostium artery with mild to moderate calcification and mild tortuosity. The 8x60mm absolute pro self-expanding stent system (sess) was advanced to the target lesions and the stent was attempted to be deployed; however, the thumbwheel became stuck and only 5-6 cm of the stent could be deployed. Therefore, the sess was removed and the stent became stretched and stuck with the introducer sheath. The stent was removed by clamping the femoral artery, re-opening the vascular patch and using forceps to remove the stent. There was no adverse patient sequela. After stent removal the artery was partially closed and the 6f introducer was repositioned on the guide wire followed by implanting another absolute pro stent in the external iliac artery. No additional information was provided.